Manufacturer narrative:
(B)(4).

Event description:
It was reported by a health care provider that the patient experienced a sudden increase of pain intensity. A catheter access port (cap) dye study was performed, but the results of the study are unknown. The patient's medication dosage was increased by 78% on (B)(6) 2016. Since the patient continued to experience pain after this substantial increase in dosage, the physician suspected there was a problem with the catheter. The physician revised the catheter on (B)(6) 2016. The patient continued to experience pain after the catheter revision and a 41% dosage increase on (B)(6) 2017, and the physician later suspected the patient's pain was due to the medication or dosage. The patient was then put on oral medication. It was reported that the physician is continuing with titration to determine the appropriate dosage, and is also continuing oral medication.